Manufacturer narrative:
(B)(4). Date of initial report: 12/22/2016 one used ls3092 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue with sealing. The device was activated multiple times on simulated tissue as well as porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. However, an alternate and non-contributing issue was identified. Visual inspection found one of the snaps on the jaw was broken and missing. A 100% visual inspection of the snap pins is performed during production, and it is unlikely the product was damaged when it left the manufacturing facility. Snap damage can be caused by misaligning the snaps during assembly by the user or by multiple assembly attempts. The investigation identified the root cause of the damage to be user error. The instructions for use included with this product lists measures for proper assembly. The lot number was not provided, so a review of the device history records could not be performed.

Event description:
The customer reported that during a j-pouch bowel resection, no thermal spread was observed when the device was activated. No patient injury resulted and a new device was used to continue the procedure. A sealing tone was heard, but it is unknown if an end tone or regrasp alarm occurred. Examination of the received device on december 9, 2016 found one of the snaps on the jaw was broken and missing. The customer reported that no pieces fell into the patient cavity.